Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: did the first four devices lock-out (no staples deployed and no cut line started)? Or, did they partially fire (start to deploy staples and cut but could not be completed)? Was there a lock-out and a loss power or perceived loss of power with the second device? For the fourth device where the clamp stuck after triggering at cartridge: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Is this fourth device the one without a lot number provided? Second device ¿ battery with no power at all, the third device was opened immediately

Event description:
It was reported that during a vats lobectomy procedure, the echelon blocked at second cartridge, opened new staple - no function, opened new staple - device blocked at first cartridge, opened new staple - clamp stuck after triggering at cartridge, - 5th staple works - no harm to the patient.

Manufacturer narrative:
(B)(4). Batch # r58671. The analysis found that one psee45a device was returned with no apparent damage and with one ecr45b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.